Event description:
It was reported the leads are fractured at the anchor site. As a result, surgical intervention was undertaken on 05/01/2015, explanting and replacing the leads with a single surgical lead. Reportedly, the ipg was electively replaced with a smaller device during the same surgery. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.